Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed and the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 9733686, version: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that the site was having issues with being able to navigate their views. In the trajectory views, they were unable to re-center the image and half of the anatomy was missing. The site was able to re-spin with their imaging system and the system then performed as intended. There was no impact to patient outcome and a delay of 20 minutes to the procedure as a result of this issue.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Analysis could not determine probable cause as the reported behavior could not be reproduced. If information is provided in the future, a supplemental report will be issued.